Manufacturer narrative:
As reported, the surgeon had difficulty placing the mesh which prolonged surgery time and may have caused increased pain to the patient postoperatively. In follow up it was identified that the surgeon was a young physician and had no experience in using lightweight and large mesh patches, hence he felt that the operation feel of lightweight mesh was quite different from the weight-based mesh used in the past. This resulted in the difficulty in use and extension of surgery time. There was no product quality problem identified. Note that soft mesh comes in multiple sizes to ensure the surgeon can cover the defect. In this case a 4x6 was used. There are options for 6x6 and 12x12, in which the surgeon could tailor the mesh to size. The precautions section of instructions-for-use, supplied with the device states, "only physicians qualified in the appropriate surgical techniques should use this prosthesis." Review of manufacturing records confirms product was manufactured to specification. To date there have been no other reported complaints for this lot (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a right inguinal oblique hernia procedure on (B)(6) 2024, a soft mesh was used to repair the abdominal wall defect. The surgeon had some difficulty placing the mesh and reported the mesh was not long enough, not easy to be spread out and not easy to be shaped to cover the defect. The surgery was completed after the surgeon trimmed the mesh and placed it for use which prolonged the operation time. Surgeon stated this caused "great mental stress and psychological burden to the patient, increased pain and raised the risk". Note: we were unable to obtain additional details related to the patient post-op course. It cannot be determined at this time if the increased pain related to the procedure resulted in the need for medical intervention.